Event description:
Rptr was told that he needed these "state of the art" plates and screws to reinforce the fusion in his low back. Three to four months after they were put in, the 2 bottom screws broke off at the bone level. He has more symptoms now than he did before surgery. Now rptr states, no one wants to touch them and they are still in his back broken.